Event description:
It was reported that the lead dislodged twice in three weeks. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported to be ok following the replacement procedure.

Manufacturer narrative:
Evaluation summary: no anomalies found; full lead in segments returned.